Event description:
It was reported that an unspecified number of bd alaris¿ pump module smartsite¿ infusion sets' tubing segments broke either in the packaging at the y-site, or disconnected during use at the silicone segment when being placed in the pump. The following information was provided by the initial reporter: "clinicians provided general feedback regarding breakages occurring to tubing out of packaging at the y-site (straight tubing ref#2426-0500) and breakages/punctures at the silicone segment when the tubing is being put in the pump and they have had tubing ¿disconnect¿." "They also report disconnections occurring with their chemo locks and the luer lock of the bd tubing".

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter phone#: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd alaris¿ pump module smartsite¿ infusion sets' tubing segments broke either in the packaging at the y-site, or disconnected during use at the silicone segment when being placed in the pump. The following information was provided by the initial reporter: "clinicians provided general feedback regarding breakages occurring to tubing out of packaging at the y-site (straight tubing (B)(4) and breakages/punctures at the silicone segment when the tubing is being put in the pump and they have had tubing ¿disconnect¿." "They also report disconnections occurring with their chemo locks and the luer lock of the bd tubing".

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage connection issue - disconnect- no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.